Event description:
134 at/af most recent on (B)(6) 2022. Device appears to be intermittently under sensing on the atrial lead leading to false termination of arrhythmias." Lead manufactured by abbott . Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).